Event description:
The customer reported that her sensor was not alerting her to the highs and lows. The blood glucose reading was 247mg/dl at time of call. Troubleshooting was performed, and the alert type was changed to type long beep, but the customer stated that she did not hear a noise. The customer mentioned that this issue has been an on-going problem. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.